Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states their levels had been high and low. The customer's blood glucose level had been as high as 300mg/dl. The customer treated with the pump. The customer's levels had been as low as 40mg/dl. The customer treated with food or tablets. Troubleshoot was conducted but not completed. The customer states they had been with the pump for 7 to 8 years, and believe they need to update the settings. The customer would be speaking with healthcare provider.